Event description:
The customer reported quantity not sufficient (qns) flags, low quality control fliers, and one erroneous initial thyroid-stimulating hormone (tsh) result outside the reference range involving the access hypersensitive htsh assay used in conjunction with the unicel dxc 600i synchron access clinical system. An initial result of 0.0 uiu/ml was obtained. The customer questioned the result and reanalyzed the sample (on the same instrument) two times, producing results of 2.0 uiu/ml. The customer retested all patient samples and results reproduced within expectation. No erroneous results were released out of the laboratory. There was no patient consequence associated with this event. Quality control was within range at the time of the event. The patient¿s sample was collected in 13x75 mm lithium heparin plasma tube and centrifuged at 3,500 rpm (rotations per minute) for ten minutes. The customer indicated the sample was clear in appearance with no bubbles or hemolysis. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
There is no indication the access hypersensitive htsh device was returned for evaluation. The field service engineer (fse) verified the closed tube aliquotter (cta) performance. The fse replaced the main pipettor probe and wash tower nozzle and aligned the main pipettor. The fse adjusted ultrasonic voltages and completed a level sense test, which passed within specifications. The fse performed alignment of the cta to the sample carousel and completed system check, which passed within specifications for all parameters. The fse verified quality control (qc) was within the laboratory's established limits. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. Although the fse identified hardware issue caused the false quantity not sufficient (qns) errors, insufficient evidence was provided to conclude system hardware was related to the erroneous result reported from two weeks prior. In conclusion, a definitive cause of the event could not be determined with the available information.